Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemostar. Prior to the procedure, it was noted that one device was allegedly missed out of five devices. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation four electronic photos were provided for review. The photo-pr#(B)(4) whatsapp image (B)(6) 2025 at 11.13.51 shows a carton in which 4 catheter packages are placed vertically. The photo-pr # (B)(4) whatsapp image (B)(6) 2025 at 11.13.50 (1) shows a carton in which catheter packages are placed horizontally. The photo -pr # (B)(4) whatsapp image (B)(6) 2025 at 11.13.50 shows the outer carton label of hemostar package. The photo -pr # (B)(4) shows a document printed in local language from which the lot, material number and expiry date was verified with tw data. Therefore, the investigation is inconclusive for the reported component missing and packaging problem as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D2, d4 (unique identifier (UDI) #), e1, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemostar. Prior to the procedure it was noted that one device was allegedly missed out of five devices. There was no patient contact.